Manufacturer narrative:
Evaluation summary: two photos received from the account confirmed the taper tip detachment as reported. The device returned with the taper tip detached. Severe twisting and numerous kinks were visible along the graft cover. The graft cover tip material was deformed and lifting. The graft was deployed on the bench. Severe unravelling and deformation were observed to the spiral tubing. There was no deformation observed to the spindle. The deployment/expansion difficulties and taper tip detachment were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the reported difficult to remove event with expansion issues could be appreciated on the limited films provided; however the cause of the event could not be determined. Additional angiogram procedural videos or images showing the event were not received for a more detailed analysis. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is unclear whether any anatomical considerations, modification of the device prior to use or the hand-rotating technique used may have been a factor in the reported events. A device issue cannot be ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment in the off label treatment of a 42mm lsa mycotic aneurysm. It was reported during the index procedure, the first stent (etlw1610c82ee) was deployed successfully (16mm in mycotic sites, 10mm I n lsa sites). The second stent (etlw1620c82ee) was modified with one segment cut and reloaded to fit the diameter and length of anatomy. When the device was reloaded, the stent graft appeared to be kinking. The physician decided to replace this stent with an alternate graft (etew2020c82ee). Before etew2020c82ee was inserted pta ballooning (9mm) for pre-dilation was completed. Etew2020c82ee was then inserted with the physician using a hand rotating technique however rotation was difficult to perform and felt too tight. The physician continued this attempt for a further 10 mins before deciding to remove the stent graft. On removal it was observed that the tip had become stuck around the previous implanted stent (etlw1610c82ee). The physician turned and pulled the stent graft forcefully resulting in the tip of the stent graft breaking. Per the physician the cause of the deployment/removal difficulties and detached tip is undetermined. No additional clinical sequelae were reported and the patient will be monitored.